Event description:
It was reported that during device change out for eri, externalized conductors were observed via diagnostics imaging. No electrical anomalies were detected. The lead was capped. The patient condition was great.